Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer's blood glucose reading at the time of the call was 116 mg/dl. No further information reported.

Manufacturer narrative:
No button error alarm noted during testing. The insulin pump had intermittent button response due to moisture damage keypad trace. The device had minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip, reservoir tube cracked, and missing end cap sticker.